Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) began developing worsening swelling at the s-ICD incision site about nine days post-implant. Two days later, the patient presented to the emergency department, where a pocket hematoma was observed at the generator site. The patient was admitted and remained hospitalized for three days for treatment of the hematoma. No corrective actions or invasive interventions were performed. Although the patient was discharged from the hospital, the issue is considered ongoing. No additional adverse patient effects were reported. The device remains implanted and in service.